Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin squirted out during manual prime. The insulin pump's piston continued to move forward after reservoir contact and insulin squirted out. The numbers did not appear on the screen and no beeps were heard. It was not possible to exit prime. Customer's blood glucose level was 145 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to loose protruded drive support disk. Unable to confirm prime fill anomaly due to compromised force sensor system alarm. The insulin pump passed displacement test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. No moisture damage noted on electronics assembly. The insulin pump was received with severely scratched display window, cracked battery tube thread, cracked reservoir tube lip and missing the end cap sticker noted.